Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 758 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021. There was no permanent damaged reported at the time of the report with tandem technical support (cts). The customer alleged that the pump did not deliver insulin as intended. Cts performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. The pump was determined to function as intended, however, the customer maintained the pump did not deliver insulin as intended. Reportedly, the customer reverted to manual insulin injections for continued insulin therapy. Multiple follow up attempts were performed by cts to obtain additional information, however, the customer did not respond.

Manufacturer narrative:
Device not returned.